Event description:
Patient representative reported "biocell explantation due to pain, infection, discomfort, tightness, other bodily injuries, special, consequential, and general damages". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unspecified infection.